Event description:
The customer reported that their t: slim x2 pump battery would not charge, and a power source alert appeared in the history. The issue occurred before contacting technical support and was resolved using non-tandem charging supplies after initially having a shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer that insulin management features reset when the pump turns off and advised monitoring. The customer understood but had not resumed insulin when contacted for follow-up, declining further assistance at that time.